Event description:
Reporter alleged obtaining a discrepant blood glucose result of 138 mg/dl on a patient using the inform system compared back to back with a result of 47 mg/dl on the lab system when all testing was performed from the same lab draw. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.